Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, t-wave oversensing (twos) occurred which inhibited pacing. The right ventricular (rv) lead was repositioned and the device was reprogrammed to integrated bipolar and there was still intermittent twos issues at nominal sensing and blanking. The physician did not want to program the device to be less sensitive, so he elected to implant a different device. There was no oversensing when the lead was connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.